Event description:
During a coronary drug eluting stenting treatment procedure, the stent could not be deployed and no damage to the stent had occurred. The physician attempted to cross a calcified lesion that was very tight in the left anterior descending artery (lad) and diagonal branch bifurcation. However, the physician could not deployed the stent at the lesion. The device was withdrawn from the patient's body without complications. No patient injuries were reported. Patient status was reported as "satisfactory/good". However, the returned product confirmed that there was stent damage.